Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Event date approximate. Month and year valid. See regulatory report # 3004209178-2018-04618 for other implantable neurostimulator involved in this event (serial# (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient had been having problems with symptoms for the 3rd day in a row. The patient reported their left hand was giving the patient problems and the patient needed to make an adjustment. The patient said the left ins in the patient's chest was "unbelievable". During the call the patient synced with the patient programmer which showed stimulation was on and ok set to "3.00". During the call the patient increased stimulation from 3.00 to 3.30 and reported his left hand was better then. Troubleshooting resolved the reported issue. The patient called back and reported he wanted to increase stimulation again. The patient was getting "reposition antenna" as it was not finding the ins. Later on the day of the call, the patient stated he was shaking and this started on the day of the call. During the call the left side battery was on and ok 3.30v. When trying to increase, the patient got poor communication screen. While on the phone, the patient got the upper limit reached. The patient reported he did not want to mess with the right side battery because he was fine on that side. No further complications were reported or anticipated.